Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, blockage or component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by patient's spouse that renasys go showed a blockage full and she did some things and then it went to continuous. It now is displaying blockage full again. This nurse instructed her to do trouble shooting steps such as check the tubing for kinks, disconnect the quick click connectors and tether the end of the tubing to the dressing closed with the cap. At which time the blockage warning continued. She was then instructed per clinical guidelines to change the canister to a new canister. As soon as she put the new canister on and pushed the play button, the drainage started moving through the tubing and his dressing was suctioned down and the green light came on top and it displayed continuous 120 mm hg. She thanked this nurse for the help. Therapy continued with continuous 120 mm hg. No harm or injury reported.